Event description:
This is a f/u report concerning medisystem blood line. Medisystes, the MFR of the bloodlines, was notified by althin medical, inc, on 08/12/1999 via facsimile. The suspect medical device is not equipment manufactured by althin medical, inc. Pt ID was obtained from the medwatch form facility and sent to althin medical inc.